Manufacturer narrative:
H.6. Investigation summary: no samples displaying the condition reported are available for examination, so we were unable to fully investigate this incident. No root cause can be determined as no samples were received. A device history review could not be completed as no batch number was provided. Based on no sample, the investigation concluded, bd was not able to verify the indicated failure. H3 other text : see section h.10.

Event description:
It was reported that the unspecified bd¿ needle had a piece of plastic hanging from it during use when removing it from the packaging. The following information was provided by the initial reporter: "some needles have a plastic piece that hangs there when the needles are taken out of the package."

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the unspecified bd¿ needle had a piece of plastic hanging from it during use when removing it from the packaging. The following information was provided by the initial reporter: "some needles have a plastic piece that hangs there when the needles are taken out of the package."